Event description:
The report from the database indicated that during the pt's urgent index, the pt's obtuse marginal branch (om1) was jailed/occluded by the placement of a cypher stent to the proximal circumflex. The event was reported to be related to the procedure and the cypher stent.